Manufacturer narrative:
Event date : (B)(6) 2018. Date of report: 16oct2018. UDI #: (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the unit operated when it was connected to the power outlet but that the "unit does not operate even when the power is on." There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Philip's international service technician could not confirm the reported issue. The error could not be reproduced nor was anything noted in the error log. The service technician replaced the power management printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.